Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 90% stenosed was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon catheter. Despite several attempts, a 3.00x16mm stent promus element plus, mr, ous stent delivery system was unable to cross the lesion. When the physician removed the stent delivery system from the patient, he noticed that the edge of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).